Event description:
According to the reporter, intra-operatively in a knee arthroscopy at the end of the procedure, the suture thread broke. They replaced the suture to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one video of the device being used. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.